Event description:
Left implant rupture, breast hardness and discomfort, thrombophlebitis, depression, kidney stones, cysts, migraines, strep infections, arthritis with symptoms, sickness in am, joint swelling, pain and stiffness in fingers, knees and shoulders, muscle fatigue and burning pain, swelling of hands and fingers, rashes on stomach, forearms and face, extreme fatigue, hot flashes, night sweats, colitis, cystitis, sleep problems, irritable bowel, memory problems, swollen glands, cold right arm, fingers and legs, weight loss, and visible implant wrinkles.